Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the lesion. During the procedure, the catheter encountered resistance. Upon withdrawal, it was found to be fractured and separated into two sections. One part of the device remained in the guide catheter and was removed from the body when the guide catheter was retracted. The procedure was completed using another of the same device. The patient condition following the procedure was stable, with no reported complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kinked sheath, a broken driveshaft, and a broken coaxial cable beginning 26.3 cm from the distal end of the connector shaft. Microscope inspection showed that the guidewire exit port was damaged, but the distal section of the tip remained in good condition. Wrinkles were observed around the heat-shrink tubing of the drive cable. Functional test was performed using the motor drive unit (mdu) and ilab system. The catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing. A test guidewire was inserted, and no resistance was noted while tracking the guidewire through the catheter. During the flush test, the device could not be flushed when the telescope was both fully retracted and fully advanced. Further destructive testing was performed. The sheath was cut to inspect the imaging core, and a broken driveshaft along with a broken coaxial cable was observed. A1 patient identifier: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the lesion. During the procedure, the catheter encountered resistance. Upon withdrawal, it was found to be fractured and separated into two sections. One part of the device remained in the guide catheter and was removed from the body when the guide catheter was retracted. The procedure was completed using another of the same device. The patient condition following the procedure was stable, with no reported complications.